Manufacturer narrative:
(B)(4). Date sent to FDA: 05/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that a paper lid and a needle-suture piece of product code z316h was received for evaluation and the strand was damage on the surface, fraying and split at the suture end could be observed. No conclusion could be reached as to what caused the reported complaint. (B)(4). Date sent to FDA: 05/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke easily during use. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information was available.